Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 18-dec-2015 from a female consumer (age unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using (B)(4) floss, mint waxed, for flossing after dinner (route dental, lot number 0785d, frequency, expiration date unspecified). The cutter broke off during use when she was about half way through the container. She stated that when she opened the container, it popped out before she could snap off the floss and the metal cutter broke off completely from the plastic insert inside the container. The plastic part was intact and the container was not broken or falling apart when she first opened the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 09-feb-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a female consumer (age unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed, for flossing after dinner (route dental, lot number 0785d, frequency, expiration date unspecified). The cutter broke off during use when she was about half way through the container. She stated that when she opened the container, it popped out before she could snap off the floss and the metal cutter broke off completely from the plastic insert inside the container. The plastic part was intact and the container was not broken or falling apart when she first opened the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information received on 11-jan-2016. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for the product and complaint category will be managed through the monthly trending process. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. A field sample was received on 11 jan 2016 and visually evaluated on 19 jan 2016. A piece of the plastic insert with the cutter attached broke off the insert and the returned field sample did not meet specification. The complaint investigation was closed with a disposition of confirmed. Complaint trends will continue to be monitored. This report had no adverse event. This report was considered a reportable malfunction in the united states of america.